Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the intima-ii 20gax1.16in prn slm as the contrast agent was injected the plastic tube of the indwelling needle suddenly burst. The following information was provided by the initial reporter, translated from (B)(6) to english: for the differential diagnosis, (B)(6) 2019 10:25, the patient underwent enhanced CT in the CT room, and the plastic tube of the indwelling needle suddenly burst when the contrast agent was injected.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7356352. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the intima-ii 20gax1.16in prn slm as the contrast agent was injected the plastic tube of the indwelling needle suddenly burst. The following information was provided by the initial reporter, translated from chinese to english: for the differential diagnosis, (B)(6) 2019, the patient underwent enhanced CT in the CT room, and the plastic tube of the indwelling needle suddenly burst when the contrast agent was injected.